Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not working and required reimage. A field service engineer (fse) performed extensive troubleshooting with customer support center for hard drive and imaging failures. Initial imaging attempts failed due to errors, requiring hard drive replacement and use of alternate 1.8 image via universal serial bus, and completed both which successfully brought the unit up. Encountered synchronization and structured query language loading errors, resolved by adjusting baud rate to half duplex and performing multiple synchronization attempts until successful. Completed package and eset push, verified operation with customer; system tested ok. The system functioned as intended after the field service engineer repaired and troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not working and required reimage. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.